Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 7.5, 2.2, 6.5; lab: 6.4. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 7.5, 2.2, 6.5.

Manufacturer narrative:
Investigation pending.